Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
A patient reported, they saw their periodontist. Who recommended, the patient cease treatment, due to bone loss and the probability of tooth loss.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.